Event description:
It was reported that the my carelink heart application received error message of setup was not complete. The patient being unable to log in due to loss of access to the email used for account setup. Application setup attempts were unsuccessful, with code 625 received each time. The implantable pulse generator (ipg) was not sending or completing commands, as the commands remained grey. There was no key exchange record and no universally unique identifier present. The patient was referred to a clinic for a heart device check with a programmer. During the clinic visit, a heart device check was performed with a programmer, and telemetry was confirmed to be on. Troubleshooting steps included ensuring no other bluetooth devices were connected to the phone, performing a bluetooth reset, confirming no pending android updates, switching from mobile data to wi-fi, and reinstalling the application. The issue remained unresolved, and a support ticket was submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were no performance issue with the ipg.